Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The lack of consistent cgm readings inhibited the ilet's ability to dose insulin when needed. It is also likely that the cgm was not reading accurately, as there is significant variability in the available readings that is likely not physiologic. This cannot be confirmed without fingerstick bg data. Review of the device data prior to the event date shows a significant majority of meals were being announced as "less than usual". In addition, it appears that meal announcements given during periods of hyperglycemia were dosed in an attempt to correct hyperglycemia instead of in response to carbohydrates consumed. Both of these behaviors lead to maladaptation and may have contributed to this event.

Event description:
On 6/5/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance from ems. The event occurred on (B)(6) 2024. On (B)(6) 2024 around 8 am, the user experienced dexcom g7 continuous glucose monitor (cgm) sensor issues for 24-48 hours, including spotty readings and "brief sensor issue-wait 3 hours" messages. The user felt their bg was low and had eaten a cookie and an orange but did not check their bg with a fingerstick. The user's husband, who was called home from work, found that the cgm was not giving readings. Despite his suggestion to go to the ER, the user opted to lay down. After speaking gibberish, the user passed out, and the user's husband called 911. Ems arrived, and after consuming some peanut butter crackers, the user's blood glucose readings gradually increased from the 30mg/dl range to the 60mg/dl range. They replaced the dexcom g7 cgm after ems left, resolving the sensor issues. The user admitted to forgetting they had glucagon, which the user's husband is now also aware of.